Event description:
It was reported that during a percutaneous translumial angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery through a non contralateral approach. The 90% stenosed, de novo, lesion was located in the moderately tortuous and severely calcified left common iliac artery. A 8.0 x 40/135 sterling balloon catheter was selected for pre dilation and on the 1st inflation at 10 atms, a balloon rupture occurred. The balloon catheter was removed intact and the procedure completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).